Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was slow to start up, to interrogate, to respond to light pen commands and to print. It was requested that it receive a "major tune up." The programmer was returned for service. No patient complications have been reported a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the programmer being slow when it was first turned on however it was additionally noted that after pulling the error logs and patient information the programmer worked correctly. The hard drive was reconfigured and the software reloaded. It was further noted that the system fan was noisy and it was replaced.